Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant procedure, decreased sensitivity issue and high, out of range, high capture threshold was observed on the right ventricular lead. Patient was asymptomatic. The lead was repositioned resolving the issue. Patient is in good condition and will continue to be followed-up normally.